Event description:
It is reported the sterile product packaging was not sealed.

Manufacturer narrative:
Product packaging was assessed prior to patient use. Based on the available info, this event is deemed a reportable malfunction. There were no reported os patient being harmed as a result of this malfunction. No additional patient/event details have been provided to date. A return sample for evaluation is not expected. Should additional info become available, a follow-up report will be submitted. (B)(4).